Event description:
Per importer's MDR: it was reported to sunrise medical on 10/22/2013 that an end user sustained injury while using a guardian g0788r rollator. It was alleged that the front right wheel assembly came apart, screw unbolted out of the frame, and that the end user ultimately fell over it. The end user did seek medical attention and it was found that he broke a few ribs.